Event description:
The distributor contacted animas on (B)(6) 2014 alleging the up arrow and down arrow buttons were unresponsive. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation did not confirm or duplicate the alleged malfunction and the pump was found to be performing within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).